Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a threshold test, the clinician did not notice the loss of capture. As a result, the threshold test was performed repeatedly without the clinician identifying loss of capture. It was indicated the electrocardiogram was not attached to the body surface and only the electrogram was available. As a result, of the multiple threshold tests and loss of capture, the patient experienced a syncopal episode. The physician immediately assisted the patient and no additional adverse patient effects were reported. Boston scientific technical services (ts) reviewed the available data and indicated that the output was not programmed high enough to ensure capture. No additional adverse patient effects were reported.